Event description:
Plaintiff reports initial bilateral implantation 6/23/82 with explant 7/21/92. Plaintiff alleges various illnesses including, but not limited to, redness, swelling, and disfigurement.